Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) with competitor lead exhibited low out-of-range pacing lead impedances less than 200 ohms. The previous measurements were between 200-250 ohms but now the measurements are more consistently below 200 ohms. Boston scientific technical services reviewed the device data and recommended additional testing to confirm proper device operation. The lead remains in service. No adverse patient effects were reported.